Manufacturer narrative:
(B)(4).

Event description:
It was reported that the right ventricular lead exhibited a loss of capture and was fractured. The lead was successfully capped and replaced. The patient was in stable condition post surgery.